Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a procedure. Upon insertion of the left ventricular lead it was noted that it was difficult to insert multiple stylets. The lead was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.